Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the stimulator charging has not decreased much in the past 2 weeks. The numbness worsened during the last 2-3 days. Contributing factors were unknown. Troubleshooting was performed. Therapy was on in the app; charging was completed some time ago, so the ins was 100%. The adaptive stim (as) was not used and when asked whether the settings for the intensity of the stimulation has been changed recently, it was said that during the previous medical consultation on (B)(6) adjustment was made by the person in charge in the waiting room. Even after the adjustment, the charging did not decrease for a while, but it did not decrease much during the past 2 weeks. On march 7th it had only dropped to 20%, it was charged to 100%. On march 13th it had only dropped to 40%, it was charged to 100%. On march 21st it had only dropped to 20%, it was charged to 100%. On march 28th it had only dropped to 90%, it was charged to 100%. On april 4th it had only dropped to 90%, it was charged to 100%. The patient was told that guidance on how to change the intensity could be provided, but the patient was scared of operating it on their own, so the patient was told to consult with the physician regarding the therapy. Issue was not resolved. No further information was available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.